Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. Two days after event onset, the patient was treated with intraperitoneal (ip) injection of vanlid (1 gm stat) and ip injection of ceftazidime (1 gm daily, duration not reported) for the peritonitis event. On an unreported date, the patient was treated with injection of vancomycin (1 gm, frequency and duration not reported) and injection of meropenem (500 mg, frequency and duration not reported) for the peritonitis. On an unknown date during hospitalization, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. At the time of death, the patient was recovering from the peritonitis event. On an unknown date prior to death, pd therapy was discontinued. No additional information is available.